Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with a blood glucose reading of 100 mg/dl. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.